Event description:
It was reported that during inspection for use, the bronchovideoscope screen occasionally became noised. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the malfunction was not confirmed. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.